Manufacturer narrative:
Patient identifier, other relevant history, including preexisting medical conditions, implant date and explant date were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient age, weight are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, labelling issue was observed.

Manufacturer narrative:
Follow-up submitted for additional information. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type.updated section d6a & d6b for date of implant and explant